Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the video laryngoscope's screen, with a full battery, failed during a difficult laryngoscopy and could not be turned back on." It was confirmed that the procedure was completed successfully and there were no adverse consequences for the patient. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the technical inspection by the manufacturer, the fault description provided by the customer, "device failed with full battery" was not confirmed. The described error could not be reproduced. Based on the inspection result, it is concluded that what was experienced during the event was that the monitor switched off automatically after 10 minutes as intended. The corresponding instructions for use contains adequate information on pages 16, 20 and 23 where it is stated that after 10 minutes, the display of the c-mac pocket monitor turns off automatically and must be turned back on again by closing it and reopening it or by disconnecting and reconnecting it (switching it off and on again). The event is filed under internal karl storz complaint ID: (B)(4).